Event description:
It was reported that during a supply change the user could not select the ¿yes¿ option at the fill tubing step on the ilet interface, despite no alerts being present; the user restarted the pump from the ilet and was then able to proceed, and the agent guided completion of the supply change. Symptoms included no clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included guided troubleshooting, user education, and device restart. Investigation of this case revealed that the user interface was temporarily unresponsive during a setup step and that normal function resumed after a restart, consistent with a transient user interface or software anomaly without recurring error messages. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible software or user interface issue.

Manufacturer narrative:
Initial.